Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous results were reported outside of the laboratory. The initial hcg + b result was 0.109 miu/ml. This result was reported outside of the laboratory. The repeat result was 58.90 miu/ml. The result of 58.90 miu/ml was considered to be correct. No adverse event occurred. The hcg + b reagent lot number was 185430. The expiration date was not provided. Calibration and quality controls were acceptable.

Manufacturer narrative:
Instrument maintenance was performed by the customer and no issues were identified. The last calibration was performed on (B)(6)2 015 and the signals were lower than expected. A review of the alarm trace indicates an abnormal probe sucking message from (B)(6) 2015 that could indicate a pre-analytic issue. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, there is no indication of a general reagent or instrument issue. The likely root cause is related to pre-analytics (inadequate sample volume, alarms occurred). Additional pre-analytic issues cannot be excluded (foam or clots/fibrin in the sample).